Manufacturer narrative:
The insulin pump was received no motor error alarm and no excessive no delivery alarm during our testing noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests also, passed the motor test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming and a no delivery alarm during bolus. The customer did not recall any significant events leading up to the error alarms. Blood glucose level at the time of the incident was 312 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.